Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks. High atrial and ventricular pacing impedance measurements were noted. The ICD was removed.